Event description:
It was reported that the patient had some false vf episodes. Insulation anomaly was noted on the lead body. Lead was explanted and replaced.

Manufacturer narrative:
External insulation abrasion was found at 15.0-16.5cm, 22.1- 22.2cm, 26.3-27.4cm, and 48.8-49.1cm from the end of the connector pin. The etfe coating was intact at all abrasion locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.